Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, after delivering an unspecified stent to the target site and the stent implanted successfully, the same prowler select plus 150/5cm microcatheter (606s255x, 31168629) was used to deliver a second stent, an EU 4.5x14mm stent 12 mm dw tip intracranial stent (enc451412, 7507663) to the other posterior cerebral artery again. The stent became impeded at the distal end of the microcatheter (mc) and could not pass through the microcatheter. The physician removed the stent and microcatheter together from the patient's body, and then replaced it with a new microcatheter, a prowler select plus 150/5cm (606s255x, 31168629) to deliver the same stent. The stent was still impeded at the distal end of the second microcatheter and could not pass through the microcatheter. When attempting to deliver the stent, the stent was released in the microcatheter. The stent body was separated from the microcatheter prematurely, and the delivery wire of the stent was fractured. The physician removed the second microcatheter and stent from the patient and changed a new device to complete the surgery. The surgery was prolonged about 20 minutes. Additional event information received on 28-mar-2024 indicated that the microcatheters did not kinked/bent. The target site was the basilar tip. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31168629 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, after delivering an unspecified stent to the target site and the stent implanted successfully, the sameprowler select plus 150/5cm microcatheter (606s255x, 31168629) was used to deliver a second stent, an EU 4.5x14mm stent 12 mm dw tip intracranial stent (enc451412, 7507663) to the other posterior cerebral artery again. The stent became impeded at the distal end of the microcatheter (mc) and could not pass through the microcatheter. The physician removed the stent and microcatheter together from the patient's body, and then replaced it with a new microcatheter, a prowler select plus 150/5cm (606s255x, 31168629) to deliver the same stent. The stent was still impeded at the distal end of the second microcatheter and could not pass through the microcatheter. When attempting to deliver the stent, the stent was released in the microcatheter. The stent body was separated from the microcatheter prematurely, and the delivery wire of the stent was fractured. The physician removed the second microcatheter and stent from the patient and changed a new device to complete the surgery. The surgery was prolonged about 20 minutes. Additional event information received on 28-mar-2024 indicated that the microcatheters did not kinked/bent. The target site was the basilar tip.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4. Expiration date: not available at time of reporting. Section e1. Initial reporter phone: (B)(6). Section h4. Device manufacture date: not available at time of reporting. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00377, 3008114965-2024-00378.